Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that because the replacement insulin pump took too long to arrive, the customer's current insulin pump had a keypad anomaly due to electrostatic treatment. Customer was unable to recover. The customer's blood glucose reading was unknown, however the customer stated their levels were normal. No further details were provided.

Manufacturer narrative:
Pump was received with all buttons unresponsive due to corroded keypad traces. No damage found inside the pump.